Event description:
It was learned via clinical affairs that a trial patient with an implanted aortic bioprosthetic valve experienced rate controlled atrial fibrillation 3 days post implant. She was started on an IV anti-arrhythmic, converted to normal sinus rhythm, and then was converted to a by mouth anti-arrhythmic which she continued upon discharge home.

Manufacturer narrative:
In this case, the patient went into af 3 days post-op. She was started on an IV anti-arrhythmic and then was converted to a by mouth anti-arrhythmic which she continued upon discharge home. Atrial fibrillation (af) is a common arrhythmia in patients undergoing valve replacement. It is a common pre-existing condition, can be associated with the procedure, or can be a progression of the patient¿s disease at some point in the post-operative period. It is often transient and does not require intervention. In some cases, it can adversely affect cardiac output and will require intervention, particularly in patients with limited cardiac reserve. Although a well-recognized complication of heart surgery, it is typically not related to the device, but the procedure or underlying cardiac disease. There has been no information to suggest a device malfunction or quality deficiency that may have caused or contributed to the reported atrial fibrillation.